Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iabp system error 7 alarm and hard keys unresponsive is confirmed. A corner switch release spring was misaligned, causing the corner switch to remain engaged. A constantly engaged corner switch can cause system error 7 alarms and unresponsive hard keys. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for this reported complaint. There are no new or revised risk. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted, the staff started to experience system error 7 alarms. The patient was transferred to the operating room (or), where the perfusionist confirmed that the hard keys were not reacting. As a result, the pump was swapped out. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted, the staff started to experience system error 7 alarms. The patient was transferred to the operating room (or), where the perfusionist confirmed that the hard keys were not reacting. As a result, the pump was swapped out. There was no report of patient complication or serious injury and death.